Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. However, the intervention work was performed in a very thin walled area of the colon. As a result, it appears that upon the procedure, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a colonoscopy to remove a polyp in the cecum. The settings used were not reported. Approximately 36 hours after the polypectomy, a perforation was detected. A laparoscopy was performed to suture the perforation closed. Additionally, the patient was hospitalized for 10 days and treated with antibiotics. The esu was distributed to a hospital in (B)(6).